Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer was able to continue using the pump with the original cartridge.